Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5002908, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2318-50, serial: (B)(6), batch: 5003597, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35501092, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the right side that got worse. The patient underwent a spinal cord stimulation (scs) explant procedure. Patient is expected to fully recover.